Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/27/2025, a sales representative reported via email that metal shavings were found after drilling the sockets for the swivelocks in the ar-7715 ucl internal brace implant system. The issue appears to occur because the drill flutes extend past the soft tissue guide, making contact with the top of the guide if they are not perfectly aligned. This issue added some undesirable risk and time to the case. Per the sales representative, no further information is known about this event.

Event description:
Additional information was received on 06/24/2025: this event occurred during a ucl repair with interalbrace on (B)(6) 2025. The shavings were removed with suction and irrigation. The case was completed as normal after shavings were cleaned out, and a replacement ar-7715 ucl internal brace implant system was used to complete the case. There were no broken items, minus the shavings from the soft tissue protector. Extra time was needed during the case to clean out the metal shavings, estimated at approximately 5-10 minutes. It is uncertain if added anesthesia was administered. The lot number is unknown. The patient's bone quality was assessed as good, that of a young athlete. There were no photos taken of the event.

Manufacturer narrative:
Additional information: b5, d6a, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to prying/leveraging, misalignment, and/or excessive force used during the drilling process.